Event description:
It was reported that the right ventricular lead impedance was high and this has occurred twice. The lead remains in use. No complications were noted as a result of this event.

Event description:
It was reported that the right ventricular lead impedance was high and this has occurred twice. There was also a lead integrity alert that triggered for oversensing. The lead was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.